Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the declotting/ aspiration manoeuvre, a portion of the catheter was "unthreaded" from the insertion point. They noted a breakage at 5 cm from the distal point. The broken portion ( distal) was removed and discarded. The catheter was removed. No patient harm reported.